Event description:
It was reported that, during an arthrodesis, the wire had too much tolerance in the drill so that bone gets in between and blocks the wire. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Update nroe 10-nov-2023: further information revealed that that the customer felt that the wire (ar-8737-04) was too thin for the drill bit of the 3.0 quickfix screw.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.